Event description:
A cancellation of a re-do pulmonary vein isolation procedure occurred due to mapping issues related to the patient excessively moving and coughing. The patient was restless and coughing following the tee, the physician decided to continue with mapping using a system reference due to the cs catheter being unstable due to the patient movement. The first map was cancelled after a few minutes due to the patient coughing resulting in a large shift. According to the physician, the second map was completed with a system reference also, but he was unable to orient himself as it did not match the first map. The third map was completed with a strong cs reference catheter, and according to the shadow had no shift present, but the user was still unable to orientate himself and he decided to stop the study. The model appeared relatively flat in all the maps despite enough se points. No further trouble shooting was performed, but when the patient was moved it was noted that all the patches were correctly applied and plugged in. The physician is returning the advisor hd grid due to a suspected catheter error as electrode 13 was hidden during the procedure, the connection cable was re-sterilized and a possible defective pin box. The patient was doing well after the procedure and there were no adverse patient consequences.

Manufacturer narrative:
The reported event stated that ¿the patient coughing resulting in a large shift.¿ occurred. Files weren't provided, however review of the ensite cardiac mapping system verifies that a catheter display shift can be consistent with non-transient shifts such as the patient coughing during the procedure and subsequent gradual impedance changes in the body. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.